Manufacturer narrative:
The product was discarded, therefore no product failure analysis can be conducted and device malfunction cannot be confirmed. Since no lot number was provided, no device history record (DHR) review could be performed. Concomitant products: lasso catheter, model and lot numbers unknown. The ¿suspected medical device¿ reported in section d of this report is not marketed in the USA or approved by the FDA. However, it is being reported as biosense webster considers this a similar device to the smart touch bidirectional catheter approved under p030031/s053. (B)(4).

Event description:
It was reported that a (B)(6) female patient underwent a premature ventricular contraction (pvc) ablation procedure with a thermocool sf smarttouch bi-directional catheter and suffered a vascular dissection (femoral artery) requiring surgical intervention. One hour into the procedure, the catheter was not responding to deflection attempts and was stuck in the deflected/curved position in the left ventricle. While attempting to remove the catheter, a loop/knot was formed in the aorta. The physician attempted to use the deflection mechanism to release the loop/knot without success. The physician could not remove the catheter, as the diameter of the loop/knot was larger than the femoral artery. The physician attempted to undo the loop/knot with a lasso catheter without success. The loop/knot was then positioned in the groin region, approximately 10 cm from the femoral artery access point, blocking lower extremity blood flow. While attempting to manipulate the catheter, it separated into 3 parts (distal electrodes, remaining electrodes, and shaft). One piece was found outside of the vessel, beneath the surface of the skin. All 3 pieces were successfully retrieved, but in doing so, the patient suffered a femoral artery dissection. The femoral artery was clotted off and the patient underwent angioplasty. Patient was reported to be doing well postoperatively. Ablation procedure was not completed. Patient required extended hospitalization as a result of this adverse event in order to monitor the femoral artery. The patient outcome is unchanged. The physician&#38112;opinion regarding the cause of the adverse event is that it was related to a catheter malfunction, further complicated by the hazards of catheter manipulation.